Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) longevity showed 10 years several months ago. However, recent checked showed 7.5 years. Boston scientific technical services (ts) requested a saved memory analysis. Attempts to obtain additional information from the field were unsuccessful. This ICD remains in service. No adverse patient effects were reported.